Manufacturer narrative:
Additional information: d9: return date: 15-jun-2023. G3: 14/aug/2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens, specifically fibre. Visual inspection found the haptic bent and deformed with fibre residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.0/1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a same length lens but different axis (vertically). This resolved the problem. The cause of the event was reported as unknown.